Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, literature article) regarding a pa tient having spinal therapy. It was reported that literature was reviewed regarding: treatment of benign lesions of the proximal femur in young pediatric patients using adult 3.5 mm proximal humerus locking plates. This retrospective case series from two centers in china (frontiers in oncology, 2025) evaluated 22 skeletally immature children (mean age ~8 years; 17 male, 5 female) with benign proximal femur lesions¿fibrous dysplasia (n=11), aneurysmal bone cyst (n=9), and simple bone cyst (n=2). After lesion curettage, the defect was packed with demineralized bone matrix (dbm) and bmp-2, and stabilization was achievedusing an adult 3.5 mm proximal humerus locking plate (philos; depuy synthes) contoured for the proximal femur¿an off-label application. Most patients presented with actual or impending pathologic fractures (16/22 and 6/22, respectively). Pain and function improved substantially (vas dropped from ~6.7 pre-op to ~2.7 at first weight-bearing; msts lower extremity score ~29.4 at final follow-up), and all patients achieved radiographic union (100%). Complications were low: one case (4.5%) of delayed wound healing; no deep infections, no plate/screw fractures, no leg length discrepancy, and no avascular necrosis were reported. Three patients (1 abc, 2 fd) had lesion recurrence requiring a second surgery at 10¿22 months; hardware was later removed in most patients (18/22; mean ~23 months). The study concludes that using an adult proximal humerus locking plate for pediatric proximal femur benign lesions provides reliable stability and excellent union with a low complication profile when combined with bmp-2 grafting, supporting it as a practical off-label option in this population.

Manufacturer narrative:
Article citation including web address/literature reference (doi):10.3389/fonc.2025.1576306. A2. This value is the average age of the patients reported in the article as specific patients could not be identified. A3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B3. Please note that this date is based off of the date of acceptance of the article as the event dates were not provided in the published literature. B5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D4. Product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.